Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information received, they plugged the vapr s90 electrode 4.0mm, 90° suction w/integrated handpiece and nothing happened. The complaint device was received and evaluated in (B)(4) laboratory. No visual damage was found, the cable is in good condition as well as the connector and pins. Also, it was tested on ablation and coagulate mode; as result, in both modes were failed. This device was sent to manufacturer for further evaluation. The vapr s90 4.0mm w/integr hdp -ea was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. The visual inspection revealed that the device was not returned in the original packaging. The distal tip shows no signs of use. Also, saline residue in suction tube and no visible damage to handle, cable or plug. Finally, the lot number date is post active wire connection design change, from crimp to solder. The device failed both electrical and functional testing due to a break in the active continuity circuit across the solder joint socket. The complaint device in question has been returned to oste-(B)(6) for evaluation. A DHR review has been performed for lot u2007032; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. The investigation confirmed that the device did not function, a break in the active continuity circuit was discovered. The device non-functioning throughout the testing. The location of the break was found to be across the solder joint pocket. We were able to confirm the customer reported defect during our investigation. In an effort to determine root cause and identify any corrective actions a CAPA investigation cr-(B)(4) has been initiated. As detailed in the product control plan this product is 100% inspected for continuity and capacitance as part of its product test regime therefore all reasonable containment is in place. At this point in time, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported by the sales rep that during an unknown procedure on 3/15/2021, it was observed that the vapr s90 electrode 4.0mm, 90° suction w/integrated handpiece device did not function. During in-house engineering evaluation, it was determined that the device failed both electrical and functional testing due to a break in the active continuity circuit across the solder joint socket. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.